Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. It was reported that an adult patient was using a pediatric receiver. Labeling indicates: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. A global communication tool software test was performed and passed. A manual test was performed and passed as sound was heard from the speaker. The receiver case was opened and an interior inspection was performed and passed. Speaker resistance was measured and was within specification. The reported event of an intermittent audio output was not confirmed. A probable cause could not be determined.